Event description:
The customer alleged the ventilator would not build proper pt pressure. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and verified the reported problem. He replaced the outlet check valve assembly which is contained in the level 2 pm kit installed at this service, due to the failure of the incoming eval test failure. It was also determined the "hme" in-line filter was occluded to a degree preventing proper air flow to the pt. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.